Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer exhibited slow startup and slow response to basic commands. The analyzer passed functional testing.

Event description:
It was reported that the analyzer exhibited slow startup and slow response to basic commands during an implant. There was a 4-5 second lag while using the analyzer, and it slowed the lead testing. The analyzer was returned for service. The patient was not pacer dependent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.